Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2018-11589. It was reported high impedance was found during a reprogramming session with a company representative. Reprogramming by the company representative was unsuccessful. As a result, the patient plans to undergo surgical intervention to address the issue.

Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2018-11589. Follow-up revealed the patient underwent a lead revision procedure on (B)(6) 2018. Surgical intervention addressed the patient's issue.